Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the bent helix, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead exhibited rising and unstable thresholds as well as intermittent capture. It was confirmed that the lead dislodged. Reprogramming was completed and the pocket was closed so that the patient had time to recover. A week later when the patient presented for an lv lead revision it was noted that the right ventricular (rv) lead thresholds were intermittently capturing. The lv lead was attempted to be repositioned multiple times unsuccessfully so the lead was explanted and replaced. The rv lead was repositioned and reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.